Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements on the right ventricular channel. Further review was discussed. It was decided to continue monitoring the patient until device replacement. This lead remains in service. No further adverse patient effects were reported.